Event description:
I had a bad reaction -red eye, blurry vision, sensitivity to light, itching, sensation of something in the eye, tearing- to amo complete moisture plus contact lens solution. I found that they recalled this item in may 2007. I was prescribed neomycin/poly/hc eye drops in 2007 to help, but did not get to see a doctor, because it was the weekend; I also could not get the time off work. Date of use: 2 years. Diagonsis: contact lens use.